Manufacturer narrative:
Device available for evaluation. Returned to manufacturer on: 07/26/2019. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was received in the original folding carton stuck to the lens case label. The lens is cut, most probably related to the removal of the lens from the patient¿s eye. Both haptics are bent/distorted. The reported issue was verified. Since the lens was handled at the surgical stage, prepared and inserted, the issue could not be determined to be related to the manufacturing process. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that additional investigation requests have been received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting the za9003 intraocular lens (iol) fully into the patients operative eye, it was observed that the haptic was damaged. The iol was removed and replaced during the same procedure. An incision enlargement was required. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.